Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant elevated tsh result is unknown. No samples have been provided to siemens for investigation. Siemens headquarters support center has evaluated the information provided. The vista tsh is discordant compared to the alternate siemens methodology on the advia centaur system which was within the normal reference interval. The lower advia results were consistent with physician expectations. The instructions for use for the tsh flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. As with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated thyroid stimulating hormone (tsh) result was obtained on a patient sample on the dimension vista 1500 system. It is unknown if the result was reported to the physician. The same sample was tested with an alternate siemens methodology and a higher result was obtained. There are no reports of patient intervention or adverse health consequences as a result of the discordant depressed tsh result.